Event description:
Difficulty was encountered retracting the jacket from the delivery device due to considerable angulation of the proximal neck. The delivery catheter was difficult to remove through the ipsilateral limb. The handle was dismantled to facilitate removal of the delivery catheter.